Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. Sister is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 80-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 9/30/2018 and open vial date is (B)(6) 2016. No changes have been made since he is newly diagnosed diabetic. She refused to run the blood test or provide meter memory.